Event description:
It was reported that the user received an ¿insulin set expired¿ alert on the ilet after a recent supply change and, before contacting support, administered a subcutaneous insulin dose by pen while the pump remained connected, leading customer care to instruct the user to pause insulin delivery for two hours to avoid duplicate dosing and to perform ¿fill cannula only¿ to clear the alert, with the device displaying a steel 6 mm cannula on the fill screen. Symptoms included hyperglycemia, with a peak blood glucose of 370 mg/dl. Outcomes included a subsequent decrease in blood glucose to 209 mg/dl and trending downward without the need for medical intervention. Investigation included technical support review, user-guided troubleshooting of the infusion set priming sequence, and counseling on pausing delivery when administering external insulin. Investigation of this case revealed that the alert was resolved by completing the fill cannula step and that the hyperglycemia likely occurred prior to or during the alert, with no device malfunction reproduced. It was concluded that the event was related to use and workflow, specifically incomplete fill cannula after a set change and external insulin dosing without pausing delivery, and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.